Event description:
It was reported the patient experienced pericardial effusion due to rv lead perforation. The issue was reportedly resolved as of (B)(6) 2015. No further information was available. The patient is enrolled in the portico I clinical study.

Manufacturer narrative:
(B)(4).